Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 26-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smoke came out from the station and would turn out. A field service engineer (fse) identified liquid spillage caused by overfilled IV bags, which resulted in damage spanning from drawer 6 to drawer 7. Both drawer controller boards and solenoids were replaced. The open and close sensor on drawer 7 which had been damaged by liquid, was also replaced. Additionally, missing or damaged slide bumpers were replaced in drawers 2.1, 2.2 3.1, 3.2, 4.1, 4.2, 5, and 7. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000 integrated main, the device failed to power up, and smoke was observed being emitted from the station. The station was subsequently unplugged. A fluid spill was identified on auxiliary 2, drawers 6 and 7, and the spill resulted in a burned spot on the solenoid of auxiliary drawer 7. There were no delay or adverse events or injuries reported based on this event.